Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 40 mg/dl; cause was not known. Customer consumed glucose tablets to address bg. Additionally, it was reported that the pump date was incorrect, cause was unknown. Reportedly, the customer corrected the pump date and resumed insulin therapy.